Manufacturer narrative:
(B)(4) results of investigation: unit's blender component has been replaced by field service technician and returned to the customer.

Event description:
The customer reported that the unit was set at 21% but was delivering 58% fio2. This was discovered during a daily pre use check with an external analyzer so there is no report of patient involvement. There was no harm to any patient or clinician related to this event